Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the blood parameter monitor (bpm) displayed potassium (k+) inaccuracies. The unit was calibrated per the instructions for use (IFU), the potassium levels were inaccurate the entire cpb period. This inaccuracy of potassium continued, even with multiple in-vivo re-calibrations. The cardiovascular (cv) team was aware of the potassium issues and used an independent analyzer to track potassium during cpb. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.